Event description:
It was reported that balloon rupture occurred. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres the balloon ruptured. The device was simply pulled out and completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.